Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing and leading an inappropriate electric shock. Reprogramming efforts were discussed and recommended. Currently, this s-ICD system remains in service and no additional adverse events were reported.